Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a research doctor, contacted physio-control to report that during a patient event, their device would not detect that a (B)(6) year old male patient was connected. The device gave a "connect electrodes" message even though the patient was connected to the device using third party brand, heartsync, electrodes. Paramedics disconnected the electrodes from the device and connected them to their backup device. The customer advised that the patient did not survive the event; however, they do not believe that the device use contributed to the patient's outcome because the patient had been deceased for a lengthy amount of time before the paramedics arrived.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the issue. Physio downloaded the device's electronic records from the event for review and found the device recorded high impedance. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a research doctor, contacted physio-control to report that during a patient event, their device would not detect that a 80 year old male patient was connected. The device gave a "connect electrodes" message even though the patient was connected to the device using third party brand, heartsync, electrodes. Paramedics disconnected the electrodes from the device and connected them to their backup device. The customer advised that the patient did not survive the event; however, they do not believe that the device use contributed to the patient's outcome because the patient had been deceased for a lengthy amount of time before the paramedics arrived.

Manufacturer narrative:
Physio-control has determined that the root cause of the reported issue was mechanical wear-through of the contact plating, which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.

Event description:
The customer, a research doctor, contacted physio-control to report that during a patient event, their device would not detect that a 80 year old male patient was connected. The device gave a "connect electrodes" message even though the patient was connected to the device using third party brand, heartsync, electrodes. Paramedics disconnected the electrodes from the device and connected them to their backup device. The customer advised that the patient did not survive the event; however, they do not believe that the device use contributed to the patient's outcome because the patient had been deceased for a lengthy amount of time before the paramedics arrived.